Manufacturer narrative:
The customer reported that the phaco handpiece was obstructed before surgery. The surgery was completed using a different handpiece. Additional information received noted the phaco handpiece occluded prior to surgery. The surgery was completed using a different handpiece using the same system. The site does not know which system was used as they have four systems. The phaco handpiece was received and a visual assessment of the returned sample found a minor dent on the irrigation line. Functional testing was performed and a flow test was performed to test the irrigation and aspiration lines for occlusion. The handpiece was able to pass the test. The phaco handpiece was tested on a calibrated system for 5 minutes on 100% ultrasound and torsional power with no issues exhibited. The reported event of occlusion caused by the handpiece was unable to be replicated as the phaco handpiece was found to function per all product specifications. It was found there was a small dent on the handpiece irrigation line. Alcon advises proper care when using the handpiece as dropping it may cause irreparable damage. The phaco handpiece was manufactured on january 30, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that prior to a cataract extraction with intraocular lens implant procedure the handpiece presented obstruction. The surgery was initiated and completed using an alternate handpiece. There was no patient involvement.

Manufacturer narrative:
The handpiece was tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests within stroke specifications. (B)(4).